Manufacturer narrative:
The complaint is not confirmed, as no allegation against the ar-200m motor with cable 3.5 m, batch/serial (B)(6), was identified in the event summary. Based on the information provided and after reviewing the vendor evaluation result for the ar-300b, batch 05713, it is concluded that there is no allegation against the ar-200m motor with cable 3.5 m, batch/serial (B)(6). The device was working as intended after the customer functionally tested the ar-200m motor with cable 3.5 m, batch/serial (B)(6) with other ar-300b units in the field. No problem found.

Event description:
It was reported that during a minimalinvasive distale metatarsal-osteotomie (dmmo) the handpiece was smoking while working on the patient with the ar-300b. The handpiece became very noisy and the burr also had dark grooves at the end. A redness had formed at the edges of the wound of the patient, which will be monitored. According to the surgeon the failure was not cased by the handpiece. The surgeon tried the other burr attachments on the same handpiece and these ran smoothly. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 20-jun-2024 it was confirmed that during use of the attachment ar-300b the handpiece got louder and smoke came from the attachment not the handpiece. The attachment ar-300b was partially black after use and the patient got burned. Wound edges were reddened. The burned parts could be removed with ablation. The handpiece was tested with different attachments and worked fine. Also, the affected attachment was tested with different shavers and all shavers became louder during use with the reported attachment. The handpiece will also be returned for investigation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.